Event description:
The manufacturer was contacted in reference to a thermal complaint on a ds2 adv auto CPAP device. The manufacturer received information alleged of having smell of burning from the device. There is no allegation of patient harm or injury. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. The device was evaluated. During the evaluation, the third-party service center found heater plate, blower, and iso port is contaminated, pca and ui bezel is defective, inlet/outlet seal missing, pollen filter. The device was scrapped as per customer request.

Manufacturer narrative:
The case was initially submitted as reportable, with an allegation that the device is producing a burning smell. Following the repair evaluation by a field service engineer from a third-party service center, it has been concluded that the observed events do not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.